Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that hp jornada handheld computer had a bad connection where the ac adapter connects to it. It is not making a proper connection and the power button did not come on. Product analysis on the handheld revealed that the support tab of the terminals in the ac adapter connector was broken and that one of the terminals was bent, which would prevent a proper connection. These conditions were most likely the result of the force exerted by user handling.